Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: 9735820, serial/lot #: -, ubd: , UDI#: h6: multiple annex g codes were coded for this event. G02007 was coded for product ID: 9735820. G05001 was coded for product ID: 9735821r, serial/lot #: (B)(6). H3, h6: product: 9735821r, serial/lot #: (B)(6), was received by the manufacturer for analysis. The returned positioning sensor unit (psu) had scratches on the housing. A check of the event log showed intermittent firmware incompatibility dating back to feb 2020. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .588mm with a passing threshold of .250mm. B01, c02, c08, and d02 are applicable. Product: 9735820 was not received by the manufacturer for analysis. B17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an operation malfunction due to a camera error. There was no patient involvement.